Event description:
It was reported that the balloon could not be withdrawn. The stenosed target lesion was located in the popliteal artery. A 4.0mm x 150mm x 150cm sterling sl balloon was selected for percutaneous arterial balloon dilatation of lower extremity. However, it was noted that the balloon was bent after use and could not be withdrawn. The procedure was completed with another of the same device. There were no complications as a result of this event, and the patient's condition following the procedure was stable.